Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient was admitted to hospital for 3 days during the last week of (B)(6) 2013, with high blood glucose (bg) ¿nearing diabetic ketoacidosis¿: patient is unsure of exact diagnosis. Patient has not been using the pump since admission to the hospital. Patient was not put on insulin drip but given ivf as she fluctuates from hypoglycemia (around 87 mg/dl at time of discharge on (B)(6) 2013) to high of 489 mg/dl with large ketones on admission. Hyperglycemia symptoms were frequent urination, dehydration, headache, and drowsiness . Patient's bg this am was 106 mg/dl. Called cts to make sure pump was working fine and will notify hcp about going back to pump if it was. Patient states pump often emits a loss of prime alarm. No delivery warnings were emitted prior to hospital admission. She is currently using injections to cover her bg. Patient changes set and site every 2-3 days but does not change cartridge at the same time per IFU. She cycles cartridge 2-3 times prior to filling with room temp insulin. She finger tightens the cartridge cap. From the prime history it was noted that patient does not do a complete prime when changing her infusion set/cartridge/site. Patient has not changed the battery cap since getting her pump in (B)(6). Patient has at times attempted to use duracell 1.2 v battery and sometimes uses a rechargeable battery. Customer support (cs) verified that currently basal rate, time/date settings and battery type are all correct. Customer support (cs) educated the reporter on the following: using proper battery type, priming completely, changing cartridge and battery cap per IFU, rotating sites, and explained reasons for loss of prime alarms. Patient was able to prime completely during troubleshooting. Cs informed patient that pump is working properly and to follow recommendations to avoid loss of prime. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia following the user errors of not having the proper battery, not changing cartridges per IFU, and not completely priming after changing her infusion set/cartridge/site.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.